Event description:
The following information was provided: the subject experienced post-operative arthrofibrosis, occurring in the post-operative period. Due to limited range of motion beforehand, a manipulation under anesthesia was performed. The event was not device-related, and did not result in death.

Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component cemented; cat # 5515-f-601; lot # updguawb triathlon sym patella s33x9mm; cat # 5550l339; lot # lha758. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.